Event description:
It was reported in body fracture of the catheter. The patient had the catheter inserted at the hospital on (B)(6) 2025, and it functioned normally during that period. On (B)(6) 2026, the patient visited the hospital for maintenance, and the catheter was found to be normal. On (B)(6) 2026, a plain CT scan showed the catheter was intact. On (B)(6) 2026, the patient returned to the hospital for maintenance; no blood was drawn back, but during catheter flushing, the catheter burst out of the puncture site and fractured. The fracture occurred approximately 1 cm inside the body from the puncture site. As the hospital lacked the interventional procedures required to remove the catheter, the patient traveled to another facility for catheter removal, where the catheter was successfully extracted. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.